Manufacturer narrative:
(Extended or time). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing gastrojejunostomy during a laparoscopic gastrectomy procedure, the device misfired and reload got stuck in the tissue. The jaws were opened and the reloading took time. They pushed the blade through the instrument as the black knob stopped working. They used the method for opening the jaws when the blade came back and the jaws were opened. This resulted in poor staple line, incomplete distal line and tissue crunching. It was also stated that the patient did not have much injury or issues due to this but surgical time was extended. They used new products to continue the case. The patient incurred a temporary injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one photograph. The photo shows the instrument and reload label. Visual examination noted that the instrument firing knobs were retracted, and the articulation lever was turned slightly to the right when in the neutral position. During functional testing the instrument was successfully loaded with a straight and roticulator loading unit.. The instrument successfully clamped, unclamped, cycled fully, opened and unloaded repeatedly without difficulty. Additionally, it was observed that the instrument would articulate to five positions to the left but only four positions to the right. The instrument was disassembled for examination of the internal components this examination noted that an internal component was damaged within the instrument. The damaged component prevented the instrument from articulating to all five positions to the right. Engineering was able to replicate this condition by exerting force to a loading unit during loading and forcing it to articulate without activating the articulation mechanism on the instrument handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation detected a secondary condition of damaged internal component that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.